Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker experienced multiple signal artifact monitor (sam) episodes, resulting in the minute ventilation (mv) feature being automatically disabled. It was determined that the patient was in permanent atrial fibrillation (af), and that low out of range pacing impedance measurements had been noted on the right ventricular (rv) lead connected to this pacemaker. The clinician elected to leave the mv feature programmed off. No adverse patient effects or additional interventions were reported. This pacemaker remains in service.